Event description:
The international customer reported the ventilator mains power led was not lit when connected to ac power, indicating no power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's field service engineer confirmed the customer reported problem. The service engineer replaced the power supply to address the reported problem.